Manufacturer narrative:
The investigation into this issue is currently on-going. The outcome of this investigation will be communicated through a follow-up report. (B)(4).

Event description:
A customer from australia filed a complaint expressing concerns over contamination events during the execution of the sample transfer protocol on the magna pure96 instrument. The magna pure96 instrument was transferring 200 ul of 10% w/v feces in star buffer from micronics 1.4 ml archive plates to a magna pure 96 process plate when the customer observed liquid droplets falling off the pipette tips during the process head movement and the drop catcher was not engaged during this step. There was no indication that any cross-contamination event occurred.

Manufacturer narrative:
Through the investigation, it was discovered that, only when using the sample transfer protocol version 3.0 on the magna pure 96 system, the drop catcher is not activated. There have been no confirmed cross-contamination events leading to erroneous results occurring at the customer sites using this protocol. This issue affects no other protocol used with the magna pure 96 system. Magna pure 96 customers were informed of the situation and were instructed to delete the affected sample transfer protocol version 3.0 in the magna pure 96 control unit. Additionally, an updated sample transfer protocol (version 4.0) is available and can be installed on customers' units as needed. (B)(4).